Event description:
Boston scientific received information that during a follow up visit, this pacemaker displayed a magnet rate of 100 bpm. Three months earlier, the magnet rate was 90 bpm. There was concern regarding this discrepancy. A replacement procedure was performed. This device was removed and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.